Event description:
Three gastroenterologists reported problems with the olympus quick clip pro hx-202-ur. The events occured from (B)(6) 2016. These providers reported that the hemostatic clips fail to deploy especially when higher in the colon, the clips loosen immediately after placement. The handle is difficult to maneuver and the prongs protrude beyond protective sheath. Diagnosis or reason for use: gi bleed. This is a voluntary report as no adverse events occured, but at least 3 near miss/close call events were reported.